Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device was sent for cleaning without the water-resistant cap attached. This issue was identified during reprocessing involving an olympus duodenovideoscope. There was no patient involvement reported.